Event description:
It was reported that during surgery, the device was not working properly, it would not achieve full speed, and it cut unevenly. There was no patient injury, but there was a delay because it took longer to use the device than it should have due to it not working properly which impacted the operator of the device. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d4, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery the device was not working properly, it would not achieve full speed and cut unevenly. It was described that the operator was impacted. The surgeon said that he could not get to operate at full speed with nitrogen @ 100psi. When he harvested the graft, the dermatome did not cut even thickness. The graft was the correct thickness on one edge and way to thin on the opposite edge. This resulted in needing to harvest several small grafts and staple them together. There was no patient injury, but there was a delay of 20 minutes because it took longer to use the device than it should have due to it not working properly. Due diligence is completed and there is no additional information available.